Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After reloading the configuration settings, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had a discrepancy in its language settings. The voice prompts were set in a different language than the interface language. In this state the customer might be unable to effectively use the device. There was no patient use associated with the reported event.

Manufacturer narrative:
The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had a discrepancy in its language settings. The voice prompts were set in a different language than the interface language. In this state the customer might be unable to effectively use the device. There was no patient use associated with the reported event.